Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead could not be fixed, and it led to the lead being dislodged. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information stated that the right atrial lead exhibited failure to capture, failure to sense, and high impedance.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense and high lead impedance. As received, a complete lead was returned in one piece with all tines intact. The reported events of failure to capture, failure to sense and high lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.